Manufacturer narrative:
This report is submitted on february 09, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to infection. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the patient did not experience any infection. Per the clinic, the reason for device explantation was due to an extrusion of the internal device. This report is submitted on june 7, 2022.